Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy, tissue would stick to the jaws of the device.

Manufacturer narrative:
(B)(4). Date of initial report: 09/24/2016. Date of follow-up report: 11/18/2016. One used lf1537 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Mechanical testing found the jaws opened and closed normally using the handle. The device was activated multiple times on simulated tissue medium as well as porcine kidney tissue, pressing the button in various locations on a range of vessel sizes. All seal cycles were completed satisfactorily and no sticking occurred. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors.